Manufacturer narrative:
Manufacturing speculated that during the deflashing process the catheter may have been nicked causing a small cut which, when put under stress, could have resulted in separation of the funnel end from the catheter shaft. A review of the lot history found no such problems were found at deflashing or subsequent operations.